Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the device ran 14-24 points lower than the one touch ultra glucometer. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.